Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump had received hardware low level failures. The customer¿s blood glucose level was 111 mg/dl. Customer stated that they had a received hardware low level failures alarm during self-test. Customer was able to complete pump rewind. The customer was advised to revert to backup plan per health care professional¿s instructions. The customer was advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarm during testing however, pump error alarm (variable 3) is located in the formatted history file due to cold solder joints at the keypad assembly. Insulin pump was received with scratched case and pillowing keypad overlay.